Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-15070. It was reported that the patient presented with a bump created by the right atrial and right ventricular leads. It was noted that the leads did not break through the skin but the patient experienced discomfort. Multiple episodes of automatic mode switch due to right atrial lead noise were noted. The noise was not reproducible. The physician decided to revise the pocket. During the procedure, the physician noticed discoloring and rough texture on the leads. The pocket revision was completed successfully. The patient was in stable condition.